Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present as a critical ram parity error was recorded on (B)(6) 2012. The analyst commented that the parity error is considered low in severity and the device should have been able to recover after reset.

Event description:
It was reported that the device had an electrical reset. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.